Manufacturer narrative:
A device history review was conducted. The report indicates that criterion tool & die, inc. Manufactured the drive shaft ¿ minimum 520mm length ¿ for use with ria, p/n 314.743, per po# 1321255 for 15 parts. The lot was inspected to the synthes incoming final inspection sheet number 314if741, revision l. The certificates of compliance and conformance (c of c) are dated may 11, 2012. 15 parts were released to the warehouse on may 21, 2012. Ncr# us1054094 was written on may 22, 2012, for the following: ¿heat treat value reads 40 min. And should read 40-47¿. The ncr was for documentation correction only to the c of c. The corrected c of c was received on june 11, 2012. Dco # 10006048 changed the hardness range from minimum 40 hrc to 40 to 47 hrc. The dco was released on july 16, 2007. DHR review was performed on the lots received after july 16, 2007 and all parts met the 40 to 47 hrc range. 15 parts were accepted and the ncr was closed on june 11, 2012. The criterion instrument drive shaft ¿ minimum 520mm was made to the tabulated synthes drawing # 314.741, revision ¿k¿, released on march 29, 2011, which contains part number 314.743. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient with pseudarthrosis of tibia approx 1/3 distal to the fracture site at first immobilization with fixation. Then in fracture site a cement spacer was inserted.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery, problem with the reamer/ irrigator/ aspirator, after the passage with first head at the femur by recovering the device operator heard a noise, the drive shaft broke and it caused difficulties removing the device. All proper techniques were followed; surgery was successfully completed with no harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product development evaluation was completed: this device 314.743 lot 6793380 was received with the distal working area completely broken off. The broken pieces were not returned. The entire shaft has light circumferential score marks. The reamer/ irrigator/ aspirator (ria) drive shaft, sterile tube and reamer head are used in concert with the synthes ria. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity. Previous complaints have indicated that third party drivers have been utilized in procedures, but it is unknown which driver was used in this case. Based on the available information in this complaint, the device is determined to be suitable for its intended use when used as recommended and the complaint is invalid from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the shaft tip is broken, helix has a plastic residue. (B)(4) manufactured the drive shaft assembly, part number 03.613.004, and lot number 6793380. Due to an unknown cause, the tip broke and is not with the complaint. Initially, the part conformed to the certificate of compliance and was inspected and conformed to the synthes incoming final inspection sheet. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related and is considered unconfirmed. The drive shaft assembly was made to the relevant synthes drawing. All measurable dimensions were tested and passed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.